Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02813 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted during an anterior repair on (B)(6), 2009. According to the complainant, on (B)(6), 2009, the patient also underwent bilateral vaginal vault fixation of the sacrospinous ligament, posterior repair with graft, transvaginal tape placement, and cystoscopy. Reportedly, the doctor had placed the sling and transvaginal tape too tightly, necessitating later revision of the procedure (specifics unknown). Following this operation, the patient became completely obstructed and was unable to empty her bladder and the mesh had eroded (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.